Event description:
During the index procedure, an endeavor sprint drug eluting stent and a non mdt stent were implanted in the rca. It was reported that the patient expired approximately 51 months post index procedure. Cause of death is unknown. It was not assessed whether the death event was related to the study procedure or device.

Event description:
Cause of death was reported to be hypertensive cardiovascular disease.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).